Event description:
It was reported that this pacemaker was being upgraded to a cardiac resynchronization therapy pacemaker (crt-p) for the patient and the left ventricular (lv) lead was attempted to be used. The target vessel was changed, and a different sized lead was needed. Another lv lead was successfully implanted. This lv lead was received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis is expected as the lead has been received for analysis and when pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis is expected as the lead has been received for analysis and when pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was being upgraded to a cardiac resynchronization therapy pacemaker (crt-p) for the patient and the left ventricular (lv) lead was attempted to be used. The target vessel was changed, and a different sized lead was needed. Another lv lead was successfully implanted. This lv lead was received for analysis. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was being upgraded to a cardiac resynchronization therapy pacemaker (crt-p) for the patient and the left ventricular (lv) lead was attempted to be used. Another lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis is expected as the lead has been received for analysis and when pertinent information is provided in the future, a supplemental report will be submitted.